Manufacturer narrative:
Physician indicated that the cause of the adverse event was unknown. Physician did not indicate that the adverse event was related to biosense webster inc products. Transseptal puncture was performed with an unspecified needle. No sheath information was provided. Generator parameters at the time of injury included power control mode. There is no further information regarding generator settings, overall ablation time, last ablation cycle time, irrigated catheter flow, or anticoagulation during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# m-5723-17 serial# (B)(4)), lasso 2515 nav eco catheter (model# d-1343-02-s lot# 17563948l). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After vascular access was established, the ¿beeat¿ and soundstar catheters were inserted. The ¿beeat¿ catheter was placed in the coronary sinus. Contours of the left atrial posterior wall were obtained. Transseptal puncture was performed under merge and soundstar guidance. Two sheaths were inserted into the left atrium. Contrast was used. Lasso 2515 nav eco catheter and optima were placed in the pulmonary veins. Left and right pvi was performed. During isolation of the left pulmonary veins, contact force rose to greater than 70 grams. After left and right pvi, exit block was confirmed in the pulmonary vein via pacing. After block was confirmed, patient became hypotensive with a decrease in systolic blood pressure (sbp) from 130 mmhg upon entering the room to 77 mmhg. Cardiac motion was confirmed via fluoroscopy. Sbp spontaneously increased to 114 mmhg. Physician performed the procedure without echocardiography guidance. Soundstar catheter was withdrawn from the left atrium and the cti ablation was performed. Sbp was approximately 90 mmhg during cti ablation. Block was confirmed via differential pacing and coronary sinus pacing. Sbp decreased to 66 mmhg. Tamponade was confirmed via echocardiogram. A pericardiocentesis was performed and yielded approximately 170 cc of fluid. Tamponade resolution was confirmed via echocardiogram. Sbp increased to 125 mmhg prior to exiting the electrophysiology lab. There is no information regarding extended hospitalization. Patient outcome was improved. There were no factors cited that may have contributed to the adverse event.